Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported by the patient that ten infusion set was bent within three hours of insertion due to which hyperglycemia occurs. Infusion set was placed in abdomen. Blood glucose level was 300 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available